Event description:
(B)(4) - it was reported by the consumer that the 5310ivc bed footend section would not elevate, and the pendant would make a sound, but it was inoperable. There was no patient injury reported.